Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and review of instrument logs. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Further review of the logs from the system showed multiple occurrences of sample aspiration, aspiration, and cuvette wash cycle not completed errors were observed in the history log. A definitive cause for the issue the customer observed could not be found; however, the maintenance log shows the wash cuvettes procedure was not performed after the occurrence of the cuvette wash errors as recommended in the operations manual. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a falsely depressed sodium result on the architect c16000 analyzer. The following data was provided: sid (B)(4) initial 117.6, repeats 138.6. A new bleed sid (B)(4) resulted 138.1 mmol/l. There was no impact to patient management reported.